Event description:
It was reported that the needle of the device was fractured during use. All fractured pieces were removed from the patient¿s body. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the device has been cycled once and the needle is fractured. Fracture analysis has been previously analyzed, in which bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.